Manufacturer narrative:
Follow-up #1; date of submission: 11/01/2016. The device has been returned and evaluated by product analysis on 10/06/2016 with the following findings. During investigation of the returned pump, ¿cs69¿ alarm was reproduced at power up. The pump was unable to recover from cs69 after reboot. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The alarm history/bb shows evidence of cs087 alarms. The error is resident to flash chip (u39). Battery compartment is cracked on the side at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm 069 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.